Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation and a pericardial effusion (pe) occurred. The procedure was cancelled. During the procedure, a versacross access solution kit was selected for use during a watchman left atrial appendage closure (laac) procedure. The patient has arrived, it was intubated, and a transesophageal echocardiography (tee) imaging was obtained. The first transseptal puncture was performed with no issues, however since the versacross rf wire was not visualized once in the left atrium (la), it was decided to go for a second transseptal puncture, when an effusion was checked and noticed a trace pericardial effusion (inferior and posterior) and a perforation confirmed. Thus, the second transseptal attempt was not performed. Then, protamine was given to the patient and the procedure was cancelled. The patient was monitored for 30 minutes and no change in the effusion was noted. Therefore, the patient was then admitted to the hospital for further monitoring, and it was expected to fully recover. No intervention was reported to be required. Product is not expected to return for analysis (disposed). Prior to the procedure, no pe was noted. The patient was not on warfarin at this time, although they were taking xarelto (anti-platelet). It was also mentioned that there were at least two attempts to track up and down to the septum. In the physician's opinion, the versacross rf wire and dilator did not malfunction during the procedure, however, the versacross rf wire may have perforated during transseptal causing the pe. No other issues were reported.